Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device had a whitescreen error. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device had a whitescreen error. The probable cause of the whitescreen error was due to a depleted snaphat battery that supported ram chip u2 on the uic (user interface controller) 1 printed circuit board. Due to the depleted battery, the ram data got corrupted and resulted in a whitescreen error. This report represents all the information known by the reporter upon query by hospira personnel.